Event description:
Baxter received a customer complaint in which the device ruptured during patient use. "This spontaneous case received by baxter in november 2005 refers to a patient who underwent an antibiotic infusion with an intermate (2c1724k, lot# unknown). In 2005, when checking the infusion, the nurse noticed that the bladder was torn. About 10 ml of solution remained inside the device and spread inside the housing. The sample is available."